Manufacturer narrative:
Customer technical support (cts) assisted the customer with troubleshooting. The customer adjusted the hydro air pressures and once adjusted the customer was able to load the wash concentrate. Customer ran the instrument to check the effectiveness of troubleshooting and reported to cts that the instrument was working properly. Service was not generated for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) reporting a leak in the hydro area in the unicel dxc 800 pro synchron chemistry analyzer. The customer also stated that the wash concentrate bottle was empty and that they were getting "hi pressure low" and "cc obstruction detection" errors. No injury or operator exposure was reported in this event.